Event description:
It has been reported to philips that the images shifted and were not completely visible. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. During the investigation, it was identified that the procedure was completed using another system. A remote service engineer (rse) reviewed the log file and confirmed the reported issue. A field service engineer (fse) tested the system on-site, checked the system's image processing pc (ippc) and host pc, and did not identify any issues. The fse reinstalled the software of the interventional workspot, after which the system was working as intended. The system was returned in good working condition and is now ready for clinical use. Logfile analysis did not identify a cause. No root cause was identified. To date, there has been no recurrence of this issue reported by the customer. The codes were updated based on the investigation outcome.